Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up, the nurse reported the pt presented with dense fibrin consolidation and two plus cells in the anterior chamber and corneal edema on the first postoperative day. The pt was treated with medications. The surgeon reported event resolved with treatment. There are fifteen medical device reports associates with this event. This report is for the third pt, cartridge.

Manufacturer narrative:
Evaluation summary: the cartridge was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause could not be determined by the investigation. Additional info was requested on 02/09/2012, 02/16/2012, and 02/27/2012 by phone, fax, and mail. A completed questionnaire was received on 02/20/2012. (B)(4)